Event description:
The number of affected channels had increased when the user was seen at a follow-up appointment on the (B)(6) 2021. The recipient was reimplanted. This report refers to 9710014-2021-00014. For further information please refer to this report.